Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia to 53 mg/dl, self-treated with an unannounced meal, and subsequently developed hyperglycemia to 372 mg/dl while using an ilet system; the event involved user self-management choices rather than a device malfunction, and oral glucose and food were used to correct low glucose. Symptoms included feeling tired. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.